Event description:
The pt reported multiple and intermittent loss of prime warnings; they began to appear about two months ago and occur about two to three times per week. The pt stated that she used a new cartridge from a new box, the cartridge cap was tight, pump was not rebooting, and there were no temperature changes noted. She denied associated alarms in the history; she said that she was not reusing cartridges. Each time she received the warning, she said she disconnected and primed the tubing. The pt stated that with the last cartridge change pump did not stop during the load step and pushed all of the insulin out. The pt confirmed she was disconnected at time of incident.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Eval revealed a dislodged display screen and partially dislodged force sensor pins.